Event description:
Initial result for a pt calcium was 9.7mg/dl. When repeated, the result was 8.8mg/dl. The incorrect result was not used to guide therapy. The field service rep suspected instrument contamination and repaired the instrument by performing a decontamination.